Event description:
It was reported that a cartridge alarm occurred during basal delivery. Additionally, a malfunction alarm occurred. Customer's blood glucose was 140mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.